Manufacturer narrative:
H11: correction: b1 and h1 were updated to report type adverse event.

Event description:
It was reported that during a surgical procedure, when the 2nd bone pin was placed in the tibia, the bone screw became stuck in the tissue protector as the second cortex was engaged. The surgeon was unable to slide the tissue protector off of the bone screw. The bone screw was bent and the top of it broke off in the pin driver. The broken pin was removed from the patient. It is unknown if there was a backup device available, there was no significant delay. Patient injuries were not reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.